Event description:
The consumer reported that the trial patient started their basic evaluation on (B)(6) 2016. The patient's symptoms were worse now than before the evaluation. The patient experienced pain while urinating, stabbing pain occasionally when not urinating, and believed they had an infection.